Event description:
The indicated that the zi-real abutment fractured into two pieces at time of placement. It was also reported that the patient did not suffer an injury or infection.

Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results: upon visual inspection, found that a portion of the ceramic side on the zi-real abutment (icap454) had fractured, therefore does not engage into mating components properly.